Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead conductor fracture resulting in noisy signals. No new lead was placed. No additional adverse patient effects were reported.